Event description:
It was reported that the patient had relocated (to (B)(6)) and was last seen by her refill physician (B)(6). It was added that "something wasn't checked and the pump's reporting feature no longer worked;" physician had recommended a change in dosage. Currently patient was finding a healthcare provider in (B)(6). Drug delivered via the device was dilaudid. Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
Additional information received reported that following the event, the patient received assistance from healthcare provider and the patient's concerns were resolved.

Manufacturer narrative:
Programmer, 8835, serial# (B)(4). Catheter, model: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).